Event description:
During use of the pump prior to or during a cardiopulmonary bypass procedure, the pump did not stop when an alarm condition was presented. There were no adverse consequences to the pt as a result of this event.